Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received anti-tachycardia pacing (atp) and two implantable cardioverter defibrillator (ICD) shocks. The patient was reportedly light headed prior to therapy delivery. Review of the patient's presenting electrogram (egm) showed noise on the right atrial (ra) channel, which was oversensed. It was determined that ra impedance was greater than 2500 ohms and had been intermittently out of range for several months. The patient was referred for ICD system revision. This ra lead was surgically abandoned and replaced. The associated ICD was explanted replaced during the same procedure as part of a therapy change. No additional adverse patient effects were reported.